Manufacturer narrative:
(B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the left iliac artery. A 7.0x60x135 cm express¿ ld vascular bare metal stent was selected for use and advanced to treat the target lesion. However, it was noticed that the balloon did not inflate and the stent dislodged. The physician then managed by putting another balloon inside the stent to deploy the stent to the lesion. No further patient complications were reported and the patient's status was good.